Event description:
It was reported, to medtronic minimed. That the customer, experienced no delivery/occlusion alarm. DHR requested, other reasons, possible site or set occlusion, occluded. The customer reported, blood glucose value of 400 mg/dl. The customer reported, hyperglycemia. Which did not require treatment. Customer reported, the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-1880l, mmt-242a, mmt-332a. Customer reported, insulin flow blocked alarm (past/resolved event). Issue was resolved. No further patient complications were reported. Mmt-1880l was requested. And customer response, was the device will be returned. No product return is required for mmt-242a, no product return is required for mmt-332a. It was unknown, whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. Unit successfully downloaded to thump. No unexpected insulin flow blocked alarms noted during testing or in the history files near the event date. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, corroded battery tube, keypad overlay texture damage. Pump passed required testing and no unexpected insulin flow blocked alarms noted during test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.